Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was stable.

Manufacturer narrative:
Additional procode: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion at c2 procedure treating chronic rheumatoid arthritis, after using the alignment tool for adjustment of the 3.5mm ti cancellous poly-axial screw the surgeon was unable to detach the alignment tool as it was stuck to the screw. After several trials, the surgeon successfully detached them. The procedure was completed with a less than thirty (30) minute surgical delay. There is no further information available. This report is for one (1) 3.5mm ti cancellous poly-axial screw 22mm for 4.0mm rods. This is report 1 of 1 for (B)(4).